Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the temporary impairment of the shoulder due to rotator cuff syndrome cannot be ruled out. Rotator cuff syndrome is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 55-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On july 30, 2024, novocure was informed that the patient was ending optune gio therapy due to the weight of the device and the heat. The patient reported that she had torn her rotator cuff from carrying the device. Additional information was received on august 06, 2024, that the patient did not require surgery as it was a partial tear, although she required physical therapy. The patient discontinued optune gio therapy on (B)(6) 2024. The prescribing physician was contacted for additional information with no reply.